Event description:
The patient had a reaction to the antibiotic he was given because of a tooth infection. The reaction caused a rash; he later developed pruritis; which in turn lead him to scratch around the pump. He appeared to have "cellulite" over the pump site because of this rash. The patient went to the ER with a rash present all over his body in conjunction with redness and swelling at his pump site. Cultures were taken; the patient had a (B)(6) infection. The physician chose to remove everything and gave him 15mg of oral baclofen daily which appeared to be managing his spasticity. The patient was treated with "massive" antibiotics. It was noted that an x-ray revealed that the patient's device system was not disconnected. The patient was stated to be "doing well"; he was still on treatment. They had planned to wait a minimum of three months before they re-implanted a new pump. The medication being delivered via the device system was baclofen at 2000 mcg/ml.

Manufacturer narrative:
(B)(4).